Event description:
Endoscopic retrograde cholangiogram and stone extraction was being performed when a broken off cleaning brush was seen and immediately retrieved in its entirety by the physician performing the procedure. The piece of cleaning brush was identified as conmed blue bullet disposable scope channel cleaning brush. All brushes of the same lot number were removed from unit and sent to materials management for return to company.